Event description:
Noise detected as a fv episode and therapy delivered (5 episodes). Last episode, therapy starts a fv episode, and the last therapy could not reestablish the regular rhythm. Additional information received reporting high impedance.